Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunction was caused by excessive force. However, the root cause has not been identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid optical laparoscope fibers were broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.